Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 27, 2022.

Manufacturer narrative:
Per the clinic, the skin breakdown resulted in the exposure of receiver/stimulator. This report is submitted on december 30, 2021.

Manufacturer narrative:
This report is submitted on november 30, 2021.

Event description:
Per the clinic, the patient experienced skin breakdown and an infection resulting in an explantation of the device on (B)(6) 2021. It is unknown if the patient was re-implanted with another device. Further information is being sought from the clinic.